Event description:
It was reported that during the implant attempt, upon attaching the high voltage portions of the existing right ventricular (rv) lead to the device, the device registered undefined impedances for the superior vena cava (svc) coil, and no impedances for the rv coil. The lead was tested via the previous device, and the impedances registered within normal limits. The new device was attempted once more, and it was no longer possible to tighten the setscrew on the svc coil due to what appeared to be a loose grommet. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. Concomitant products: sp01 competitor implantable tachy lead - 2001 (B)(6). (B)(4).